Event description:
The customer reported having hard time controlling her blood glucose. The caller stated that she was at the hospital with high blood glucose of 755mg/dl, but she was given too much insulin and her glucose level dropped to 20mg/dl. The customer was in the hospital for six days. The caller stated that she can not blame the insulin pump for her high blood glucose because she was on several different medications and was given some sort of dye for a test that was done at the hospital. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run the manual prime test and the insulin did exit. The high pressure test was completed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.